Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed and refrigerator was not communicating with the main device. A field service engineer (fse) asked customer to log in and recover but was unsuccessful. The fse inspected the remote manager, opened the side door, powered down pyxis, and removed the latch. Although the smart remote manager appeared old and worn, it was functioning normally. So, replaced the micro switches, reinstalled the unit, and tightened connections to both the switches and the pyxibus cable. After powering on pyxis, logged into the hardware test application (hta) and confirmed the smart remote manager tested successfully. Then, fse rebooted pyxis, logged into the application, and attempted to retrieve the smart remote manager serial number from storage space configuration, but it was not listed. After logging out, customer logged in and successfully recovered the smart remote manager failure. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager was not communicating. User attempted to recover storage space and opened the fridge, but pyxis does not recognize that the device was opened or closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.